Manufacturer narrative:
Manufacturer's investigation conclusion: heartmate iii instructions for use section 4 entitled ¿system monitor¿ recommends that users contact abbott if the system monitor does not function properly. No further information was provided. The manufacturer is closing the file on this event. The reported event of the system monitor screen freezing was not confirmed. The system monitor was not returned for analysis. Per provided information, the issue resolved after restarting the monitor. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis.

Manufacturer narrative:
Serial number was requested, but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the nurse accidently pressed the pump stop button on the system monitor when trying to update hct. She called due to concerns that the pump stopped even though the button was not held down for all 10 seconds. The nurse was updated that the pump would stop if the button was hit and as soon as she let go the pump restarted. It was recommended to not press the stop button on the system monitor. The patient had no adverse events and the pump was off for less than 1 second. The patient had no changes in hemodynamics and was stable. The flow and speed were functioning as expected.